Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient developed a stoma site infection and was prescribed 500mg of oral keflex qid for ten days. The patient stated that the stoma site infection was related to the pre-op preparation (not shaved, no shower, and no hibiclens).